Manufacturer narrative:
(B)(4) model m91-ts serial number/date (B)(4) is approximately 3 years, I month old. The owner's manual part number 1141450, rev.e(oct-08), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed

Event description:
Company representative has reported an event of intermittent dlo (drive lockout) chair moves on its own intermittently. He identified the part needs replacement. There was no injury or ill effect to the end user. Further information will be provided in a follow up.